Event description:
Customer reports that it takes 2 or 3 attempts to boot before system will boot. Get communication failure message when it won't boot. That the handswitch will not raise or lower the table, but the footswitch works. When arrived on site, found the half button on, the x-ray footswitch missing springs and taped together with papertape. No pt injury was reported.

Manufacturer narrative:
The svc rep looked at logs - a lot of opis errors - reloaded software - no effect. Esd kit inspected and functional. Checked power supplies and reseated boards in cpu's - no help. Cleaned dirty 5vdc fuse in x-ray arm - no help. Found that if use the footswitch table top control that the system would display a 'motion error 64' message. Wiggled footswitch cable until error went away - now system doesn't give a communications failure message on boot. Ordered footswitch. Replaced handswitch - tested switch operations and all working as designed. Ordered x-ray footswitch. The rep placed footswitches. He called to confirm that all functions were working as designed.